Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, the first and second slide failed to prime. The procedure was completed using another device. There was no reported patient involvement.

Event description:
It was reported that during a biopsy procedure, the first and second slide failed to prime. The procedure was completed using another device. There was no reported patient involvement.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray revealed insufficient cannula tang engagement, and upon disassembly it was noted that the right bumper was bent within the device housing. Therefore, based upon the cannula firing automatically, the investigation is confirmed for cannula self-activation. Additionally, based upon the insufficient tang engagement, the investigation is confirmed for the alleged cannula priming issue. The bent right bumper is the most likely root cause of the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.h11: h3, h6 (results 1, conclusion 1) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.